Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a 6f angio-seal was used post right and left heart catheterization. At the time of deployment, the collagen went into the vessel. The pt lost all pulses and had to go to surgery to remove the collagen from the vessel. The pt was reported in good condition.